Manufacturer narrative:
This supplemental report is being submitted to relay corrected information.

Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00453, 0001825034-2018-00455. Concomitant devices - 124858 bm excd abt std shell bm/pc 58mm lot 2863303; 22-300820 arcos 20x150mm spl tpr dist ha lot 997890; 650-0796 biolox delta lnr 36mm 58-60mm lot 3119905; 650-0661 delta ceramic fem hd 36/0mm lot 3145844. (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. The device history records were reviewed and no discrepancies were identified. A review of the complaint history determined that no further action is required as no were trends identified. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported the patient experienced numbness around the scar and an altered sensation in their right foot. The nerve injury was tolerated and did not require revision or surgery otherwise. No further information has been made available at this time.